Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): findings noted were lead stretched, proximal conductor fracture (overstress), inner tubing kinked/buckled, and damaged at implant.

Event description:
It was reported that during implant attempt, the screw would not deploy on the lead. Upon device return, it was further reported during implant attempt that the r-wave diminished and the lead had to be moved. When retracting the screw it would not go completely back into the lead, and then would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.